Event description:
On (B)(6) 2012, the lay user contacted lifescan alleging the onetouch verio iq meter was not powering off when she saw it in her doctor's office. The lay user did not allege any harm or injury due to the reported issue. The cca was unable to troubleshoot the issue with the patient since it was not her meter and she saw it from a distance. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the meter was not powering off. There is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.